Event description:
A non health care professional reported that during an intraocular lens (iol) implant procedure, the doctor observed that one of the haptic broken from the iol, when coming out of the cartridge. It was believed that there could be micro cracks in the handle, as it was handled by a professional (instrumentalist) with experience in this type of procedure. The surgeon removed the broken haptic and implanted the iol with only one haptic. The surgeon suggested for the replacement of the iol as it was off centered in the eye. Additional information has been received and sated that, the physician noticed that the iol was with one damaged haptic and it broke when leaving from the cartridge. The iol was replaced with another iol during secondary procedure. The symptoms were resolved to the patient.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There have been no other complaints reported in the lot number. The manufacturer internal reference number is: (B)(4).

Manufacturer narrative:
The photo provided shows the lens laying on the outside of the lens carton. Solution is present on the lens. One haptic is broken in the gusset area and laying next to the lens. The file indicates the use of a qualified cartridge and handpiece. The file also indicates the use of three different viscoelastics. One of the viscoelastics used is not qualified to be used with the lens\company model combination. Based on our observation of the attached photos, the haptic is broken and clinical solution appears to be present on the lens. The root cause for the reported complaint may be related to a failure to follow the IFU (instructions for use). The viscoelastic indicated is not qualified for the lens/company model combination used. The IFU instructs that an company qualified delivery system and viscoelastic combination should be used. The use of an unqualified combination may cause damage to the lens and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).